Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load a new cartridge with 145 units of insulin, but the issue persisted. Technical support instructed cleaning the pneumatic tap area, but reloading the same cartridge did not resolve the issue. Caller chose not to load a second cartridge since they had already attempted it before contacting support. The customer decided to use multiple daily injections (mdi) and the case was escalated for further assistance.